Manufacturer narrative:
(B)(4)

Event description:
Doctor indicated loosening of the locator abutment in lower jaw. Doctor reported that abutments were placed in 2012 by another medical centre.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The product was shipped to the supplier (zest dental) for evaluation. The supplier's visual inspection revealed signs of excessive wear in the coronal portion. No product discrepancies were noted during the visual inspection. At this time, we are working on retrieving a DHR review from the supplier. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.